Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the surgeon noticed that the leading haptic fold posterior to the optic after implanting the lens. In the surgeon's opinion states that the posterior folded haptics with device has been a reoccurring issue and the lens remains implanted. There are three medical reports associated with same event. This file is 3 of 3.